Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) has been in atrial fibrillation (af) 37.6% and the reported arrhythmia trends differed from this. The ipg remains in use. No patient complications have been reported as a result of this event.